Event description:
The patient reported that the keypad buttons became difficult to press about two months ago. He confirmed that the keypad is intact; stated that he wears the pump on his belt; and denied cleaning the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.